Event description:
The patient reported she was having an increase in seizures after colonoscopy procedure. The vns magnet was unable to abort the seizures. It was confirmed in the hospital that the vns magnet was activating magnet mode stimulation. Patient was given keppra drip to stop seizures. No additional relevant information has been received.